Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer experienced a high blood glucose level of 400 mg/dl. Customer's other blood glucose value was 200 mg/dl. The customer had dry mouth and frequent bathroom visits due to high blood glucose levels. The insulin pump had a crack at the battery compartment and blank display along with unresponsive keypad. The display anomaly was resolved but the buttons were yet unresponsive. The customer had to use manual injections. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed for high blood glucose levels. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread noted. Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test. Pump received with intermittent button response due to corroded keypad traces.